Event description:
Pt receiving tpn, nurse shared that IV previously set at 40cc/hr, changed to 90 cc/hr. New bag hung at 1800, pt found in bed lethargic, reddened face, distended abdomen. After investigation, it was noted that pt was suffering with extremely high blood glucose, pt also passed large amounts of urine per foley. The tpn was noted to have infused at the rate of 900 cc/hr. Pt treated with insulin and moved to intensive care overnight, pt recovered well. Various possibilities were discussed regarding this case. The mechanical equipment imed gemini-pc2, was evaluated carefully by biomedical staff. All buttons on the keypad were active and pump was found to be in micro/macro mode. No errors were listed in the error log. The possibility of manipulation by the pt (while improbable) is also a consideration.